Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a MRI a week ago. Patient said they are urinating too much at night and they weren't having this problem prior to getting the MRI.  Patient checked ins and stimulation was off.  Patient was able to turn stimulation on. Patient has an upcoming appointment with the hcp.